Event description:
The device was used during an unspecified procedure on the rectum. Reportedly, the instrument was difficult to open and the staples were missing. The surgeon performed a colostomy and manually sutured to complete the procedure. The hosp has reported the pt's condition is satisfactory.